Event description:
It was reported that during device change out for normal eri, the physician felt that the wrench would not fit into the left ventricular set screw properly to release the lead. The physician did not feel the groove on the set screw head. The physician removed the silicone cover, and in doing so the set screw came loose and fell out of the device. The lead came free after this. The screw was disposed of.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the lvring set screw was confirmed to be missing. The lvring septum was found to be damaged on the back side.